Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for low oxygen flow. The device's inlet air path, air path foam, and flow path were replaced to address the issue. The device passed all testing.

Manufacturer narrative:
On previously submitted report, section "product UDI" was incorrect. It is updated in this report.